Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949-65, implanted: (B)(6) 2005; 5076 non-defib lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and a performance issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a performance issue with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : product ID# d154atg the device was returned and analyzed. Analysis of the device revealed normal battery depletion.